Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaints have been received for this production order. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct150 +21.5 diopter) was implanted in patient¿s left eye on (B)(6) 2018. Later, on (B)(6) 2019 surgeon observed the lens rotated to 153 degrees. Rotation of the lens was done on (B)(6) 2019 to 126 degrees. Reportedly patient was experiencing blurry vision, glare, coating across her vision, headaches, nausea since surgery. Patient is happy with the vision. No further information provided.